Event description:
The customer reported that the insulin plump alarmed. The blood glucose reading was 94mg/dl. Troubleshooting was performed, and no damage to the drive support cap noted. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the prime test as a result of a protruded/loose drive support disk. Further testing could not be performed due to the alarm. The device was received with cracked display window corner and scratched screen.